Event description:
The vns was turned off. No known surgical intervention has occurred to date. No new further relevant information has been received to "date."

Event description:
It was reported that high impedance (>=10,000 ohms) was detected on the patient's device. The facility checked for lead breaks or incomplete pin insertion in x-rays but none were observed in the images by the facility. It was noted that the patient was not impacted. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.